Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 volts for 4 consecutive hours due to resistance issue at connector. Unit also alarmed power loss and low battery alarms due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. Unit received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were getting low battery warning and then the insulin pump would turn right off. The alarm history was checked and they found a power error detected. There were two power error detected alarms in the alarm history. Troubleshooting was performed. They had not previously called for a power error detected. The customer was advised to go through a series of steps after the call to clear the alarm. The customer stated that they had already tried the steps. The customer's blood glucose level was unknown. The device will be returned for analysis.